Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. Troubleshooting was performed by the physician, but no device issue could be identified. A surgical procedure was performed during which all components of the existing device were removed and replaced with a new aus. No further patient complications were reported.